Manufacturer narrative:
Unit passed displacement, and self tests. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer's blood glucose value was 14.7 mmol/l. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. The device will be return for analysis.